Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the applicator did not fire. The customer became dizzy due to hypoglycemia, had accident, and was taken to hospital. The customer was reportedly hospitalized for 1 week, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the applicator did not fire. The customer became dizzy due to hypoglycemia, had accident, and was taken to hospital. The customer was reportedly hospitalized for 1 week, and no further information was provided. There was no report of death or permanent injury associated with this event.